Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient underwent an explant procedure of the ipg due to infection at the pocket site. Symptom was pus oozing from the pocket site. The infection was believed to be procedure related and the patient was given antibiotics. The patient was doing well following the procedure.